Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and not removing air from cartridge prior to cartridge fill. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.